Manufacturer narrative:
This driver type has portions that are chrome coated (B)(4) stainless steel (tip) and other portions that are chrome coated 17-4 stainless steel (outer rotating sleeve). Based on engineering toxicological risk assessment of the material in the device, the potential health risk resulting from exposure to a fragment of the device is considered to be negligible.

Manufacturer narrative:
(B)(4). Suspect driver received and evaluated: as reported, the tip of the driver is broken off. The remainder of the instrument appears to be in good condition.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative, following-up, reported biocompatibility - material intended for patient contact. RMA issued. Replacement driver 5.5/6.0 shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that, while in an o-arm 1000 imaging system spine procedure, the tip of a 5.5/6.0 non-cannulated solera driver was damaged. The tip of the driver was broken off inside the head of the screw and left in the patient. The surgeon deemed this was appropriate and the rod was able to be inserted properly. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.